Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the she experienced low blood glucose of 40 mg/dl and hour prior to calling. Blood glucose reading at the time of the call was 351 mg/dl. The customer also reported that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.